Manufacturer narrative:
The ventilator was investigated on-site. It was reported that the ventilator failed safety valve test during pre-use check. The o2 gas module was found defective and replaced. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. No device logs were received and no parts have been returned for investigation. The root cause of the damage o2 gas module has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).